Manufacturer narrative:
The reported failure was error message: "beltslip." According to the getinge field service technician (fst) stated that the hl20 pump was sent in for belt replacement. When it came into the repair center the fst discovered that they were just out of adjustment. The fst readjusted the belts and the error message: "beltslip" disappeared. The not correctly adjusted belts were a plausible cause for the reported error message: "beltslip". If the belts are not adjusted according to the hl20 service manual they will not run correctly on the pulleys and the belt could slip. Even if the belts won't slip the wrong adjustment could cause a difference of the values between the optical tacho board and the motor tacho. The review of the non-conformities during the period of 2005-10-26 to 2021-03-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus the reported failure could be confirmed. As an action the getinge sales and service will be informed to follow the instructions in the service manual. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "beltslip". No patient was involved. The pump will be sent to the getinge repair center for investigation. As soon as new information becomes available a follow up emdr will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "beltslip". No patient was involved. Reference number: (B)(4).